Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had heat. It was further determined that the device had component damage (hose) and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for temperature verification and air pump assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number was not provided. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that motor device was overheating. During testing by the sales representative to replicate the reported failure, it was discovered that the motor device heated up and burned his hand. The degree of the burn is currently unknown and if any medical intervention was required. Follow up with the reporter has been performed. This event did not occur during surgery. It is unknown if there was medical intervention or prolonged hospitalization as a result of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.